Manufacturer narrative:
(B)(4). Additional information requested but unavailable: when was the hematoma identified? Where was the site of the hematoma? Was it intraluminal or intra-abdominal? What color cartridges were used throughout procedure? Was buttressing material used? How was the hematoma/bleeding addressed intraoperatively? Were any issues noted with staple formation during initial procedure? What is the current patient status? The patient present hysterical angle fistula. The patient presented bleeding from the staple line in the immediate postoperative period. It was reoperated for collection drainage and identification of gastric fistula post-sleeve gastrectomy. She remains hospitalized for clinical management of her condition.

Event description:
It was reported that during a gastric sleeve procedure, at the surgical moment there was bleeding and hematoma formation. The patient presented late fistula (4 days) due to hematoma and was re-operated on (B)(6).

Manufacturer narrative:
(B)(4). Date sent: 1/18/2017.